Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the balloon rupture was identified after three (3) hours of probe passage. There was no reported patient injury.

Event description:
It was reported that the balloon rupture was identified after three (3) hours of probe passage. There was no reported patient injury.

Manufacturer narrative:
The lot number reported met all release criteria. DHR review for corporate lot no. Used in the manufacturing of this lot did not show any rejects related to reported issue. The manufacturing site recorded examination of various inspections for the device, where no rejects related to reported issue were reported, and of certain components/subassemblies, where no rejects were recorded. A tri-funnel replacement gastrostomy device, product 000720, was returned for evaluation. Functional, visual, microscopic, and tactual evaluations were performed. The investigation is confirmed for a balloon burst as characteristics of the break including a nearly longitudinal split with a finely granular break surface and stretching in the region of the split, are consistent with a burst due to overpressurization. Leakage occurred through the split when the balloon inflation lumen was infused. The complaint of a balloon rupture is confirmed, and while a definitive root cause could not be determined based upon available information, procedural issues may have contributed to this event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The IFU states: ¿3. Check balloon volume every 7 to 10 days for correct inflation volume using the following steps: discontinue feeding. Use a luer-tip syringe to completely evacuate water from balloon. Discard evacuated water. Reinflate balloon with appropriate amount of water. Maximum inflation volume is printed on the color-coded balloon inflation port.¿ "do not exceed the maximum recommended inflation volume¿ . (B)(4).